Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the placement of the central venous catheter in the right subclavian access, the metallic guidewire did not slide properly through the needle, and upon removal of the metallic guidewire, it was observed that it was bent." There was no medical intervention required. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the placement of the central venous catheter in the right subclavian access, the metallic guidewire did not slide properly through the needle, and upon removal of the metallic guidewire, it was observed that it was bent." There was no medical intervention required. The patient's current condition is unknown.